Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. D. 11. Product ID 407645 implantable pacing lead, implanted: (B)(6) 2009; product ID 407652 implantable pacing lead, implanted: (B)(6) 2009; product event summary: (B)(4): the device was returned and analyzed and no anomalies were found. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).

Event description:
It was reported the patient was experiencing a choking feeling and a cough due to the device exhibiting diminished r-wave sensing. The device was explanted and replaced. No further patient complications have been reported as a result of this event.